Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 505 mg/dl. During troubleshooting, device alarmed no delivery alarm with manual prime. Customer declined troubleshooting for high blood glucose. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history also matched properly with the units left on the status screen noted. The insulin pump had cracked case at the display window corner and minor scratched display window.